Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Serial #: the serial number was reported on the initial MDR as (B)(4). The correct serial number for this complaint is (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: power on resets were observed in the black box history. There was no physical damage observed to the battery cap or compartment. The battery cap attached to the pump securely. The battery cap contact height and width were within specifications. During testing, no intermittent power issues occurred. The pump was exercised for 24 hours with no power interruptions. The pump was opened and no damage was found to the power circuit. The power complaint was verified in the pump history but could not be duplicated during testing. Unrelated to the complaint, the display screen was found to be faded and discolored. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.